Event description:
When the unit is powered up with ac or dc they get a defib failure with an error code 1000, which represents defib failure-biphasic processor. There was no report of patient involvement.